Event description:
A malfunction was reported where a red light on the pump flashed, and malfunction code malf 12 appeared. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.